Event description:
It was reported that the right atrial (ra) lead was suspected of a fracture due to trends of high impedance and confirmed intermittent noise on atrial high rate episodes. The lead was reprogrammed and remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.